Event description:
On 07/31/2025, an arthrex subsidiary employee reported via email that an ar-3641sp knotless 2.6 fibertak soft anchor experienced an issue following insertion. The passing suture was found to be broken and could not be used. The broken piece was removed from the patient, and the procedure was successfully completed using a replacement ar-3641sp knotless 2.6 fibertak soft anchor. The issue occurred during a knee lateral extra-articular tenodesis procedure on (B)(6) 2025, with no reported patient harm. Additional information received on 8/8/2025: the procedure was not delayed and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.